Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included d & c (fractional dilation and curettage.) On (B)(6) 2012, overweight, menometrorrhagia, uterine cervix stenosis, mole excision, acute nasopharyngitis, hyperplasia and neoplasm. Previously administered products included for birth control: loestrin from 2009 to 2012. Concurrent conditions included anesthesia, hysteroscopy, irregular menstruation and unspecified inflammatory disease of uterus, except cervix. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and fatigue ("fatigue"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2014, the patient experienced abdominal distension ("gi conditions,"). On (B)(6) 2017, the patient experienced meningitis viral ("viral meninbloatinggitis"). On an unknown date, the patient experienced abdominal pain ("pain abdominal,"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vulvovaginal pain ("vaginal pain during intercourse") and dysmenorrhoea ("abnormal menstruation pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia and dysmenorrhoea had resolved and the fatigue, weight increased, meningitis viral, abdominal distension, hormone level abnormal, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, meningitis viral, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: other surgeries performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: occluded bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received, reporter information updated, new reporter, patient demographic ,relevant information, essure indication , new event hormonal changes describe, abnormal bleeding (vaginal, menorrhagia), vaginal pain during intercourse , abnormal menstruation pain , event date and outcome were added. Fu 3 and 4 processed together. On 26-sep-2019: medical records received , new reporter, patient concomitant condition and lab data were added. Fu 3 and 4 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal,"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), meningitis viral ("viral meninbloatinggitis") and gastrointestinal disorder ("gi conditions,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and menorrhagia had resolved and the fatigue, weight increased, meningitis viral and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, meningitis viral, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: other surgeries performed on (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events following events were added: pain: pelvic/abdominal, dyspareunia, apareunia, menorrhagia, fatigue, weight gain, gi conditions, viral meninbloatinggitis, plaintiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.